Manufacturer narrative:
(B)(4) date sent: 2/5/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details for "they saw an incomplete anastomosis and two holes"? Did the device have staple line issues? Malforms, missing staples, no staples etc? Regarding "patient status/ outcome / consequences yes", could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bowel anastomosis and after securing the anvil with a purse string the stapler was inserted into the anus where it was connected to the anvil. As they were tightening the device to choose the appropriate staple height the device began to make the sound of it firing. He reported that the safety was still in position and the firing trigger had not been touched. The device was closed. The gap setting scale was visualized to be in the center of the firing zone. The safety was checked and reported to still be in the locked/non firing position. They turned the safety off and began the firing sequence by pulling back on the firing trigger but nothing happened. They observed the device had already been fired and so pulling the trigger made nothing happen. They saw an incomplete anastomosis and two holes in the bowel. They removed the stapler and had to mobilize more bowel, lengthening the time of the procedure at that point they used a medtronic stapler to create a new anastomosis ad completed the procedure.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. D4: batch #136c79. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. During the inspection at the independencia pi lab, the device was found to activate once the indicator was moved almost into range. The device was sent to cincinnati for further engineering analysis. Visual analysis of the returned sample revealed that the cdh29p device arrived with a substantial amount of bodily fluid. A photo was also provided by the customer of the device immediately after the procedure showing the substantial amount of bodily fluid on the device during the procedure. When the reset battery was inserted into the device at cincinnati, the device activated without depressing the trigger, once the anvil switch was engaged, slightly above high b. This confirms the reported event and what was observed at the independencia pi lab. After the device was reset, a test battery was inserted into the device and once the anvil detect switch was engaged the device fired without pressing the trigger. The device did stop after one cycle, and the green checkmark illuminated. To further investigate, the frames of the device were disassembled in order to review the firing board. There was a substantial amount of bodily fluid surrounding the internal components of the device. The firing board was probed with a multimeter and the fire switch s1 was found to be in an open state. The normal condition of the fire switch should be in a closed state. The fire switch was manually actuated a few times and probed again. After the switch was actuated, the switch was found to be in a closed state. The device was again tested for functionality. With the anvil detect switch engaged, the device did not fire when the test battery was inserted. Only once the device was in range, and the firing trigger was depressed, did the device functioned as intended. The device was fired an additional time, with no issues observed. While it could not be confirmed, because the device returned to an expected operating state, the probable cause was ingress of bodily fluid/tissue that cleared during manual actuation. For additional investigation, the fire board was CT scanned, however, no damage was seen on any components of the fire board. Testing at the independencia pi lab found the device formed all staples and completely cut the test media. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the amount of bodily fluid seen on the device as well as in the device and the resolution of the issue once manually actuating the switch to remove the built-up fluid, the unintentional activation issue was confirmed. Based upon the device forming all staples and completely cutting the test media, the partial fire and malformed staples issues reported could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number 136c79, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2024.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2024. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "they saw an incomplete anastomosis and two holes"? Dr.(B)(6) and his partner, dr. (B)(6) who were performing the operation. 2. Did the device have staple line issues? Malforms, missing staples, no staples etc? There was no complete staple line. Dr.(B)(6) said the staples that remained in the device were completely straight. 3. Regarding "patient status/ outcome / consequences: yes", could you please clarify if there were any patient consequences? They had to redo the anastomosis which lengthened the time of the operation. 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? None that dr.(B)(6) has reported.